Event description:
It was reported that the pt had a loss of therapeutic effect and no stimulation sensation even when the amplitude was turned up to 10.5 volts. Impedances measurements showed <250 ohms on electrodes 0 and 3. Further info was requested.

Manufacturer narrative:
(B) (4).